Event description:
During a posterior vitrectomy procedure, the vitrectomy cutter on this ophthalmic microsurgical system would not close and iop setting had to be increased from the normal setting of 30 mm hg to 60 mm hg in order to achieve desired results.